Manufacturer narrative:
The na electrode lot number and expiration date were not provided. After the daily maintenance and sonic wash cleaning occurred, all qc passed. It was recommended to change the electrodes. A 21-cup precision verification was completed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The serial number for the cobas pro ise analytical unit is (B)(6). The lab technician performed daily maintenance and sonic wash cleaning. The investigation is still ongoing.

Event description:
There was an allegation of questionable na electrode (sodium) results from the cobas pro ise analytical unit for two patients. For patient 1, the initial result was 145.6 mmol/l and the repeat result was 138.8 mmol/l. For patient 2, the initial result was 142.0 mmol/l and the repeat result was 134.8 mmol/l. The repeat results were deemed correct. The qc was in range before the samples were run. The results were repeated after the lab noticed the patient's high results.